Manufacturer narrative:
H3: product analysis found verified customer issue regarding error code message. Unit presented with 1.4.3 software. Updated unit to software 1.6.4. H6: previously applied codes fdm b21, fdr c21, fdc d16 are no longer applicable. Additional codes img g02030 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), manufactured date: 2024-03-14 h3: product analysis found verified not working/ intermittent. Unit presented with 1.4.3. Software. Updated unit to software 1.6.4. H6: previously applied codes fdm b21, fdr c21, fdc d16 are no longer applicable. Additional codes img g02005 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), manufactured date: 2024-03-14 h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: codes applicable are fdm b21, fdr c21, fdc d16 and img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, when the console power was turned on and electrode check was performed, red 'x' was displayed and self test error was also displayed and then the power automatically turns off. There was no patient involvement.